Manufacturer narrative:
Additional information received on (B)(6) reported by medacta (B)(4): we checked internally and confirmed there was no issue for coupling with the broach and the handle. Therefore, we do not ship the devices for the investigation. Batch review performed on (B)(6) 2019: lot 1111219: (B)(4) items manufactured and released on 22-nov-2011. No anomalies found related to the problem. To date, no similar event has been reported on this lot (both considering bone fracture and failure of coupling). Additional instrument involved in the event (failure of coupling): batch review performed on (B)(6) 2019: amis 01.15.10.0131 amis broach handle, lot 1653995: (B)(4) items manufactured and released on (B)(6) 2017. No anomalies found related to the issue. To date, another similar event has been registered on this lot.

Event description:
During surgery the femoral bone broke when the surgeon tried to engage the handle with the rasp. Femoral bone was fixed with the wire. The surgeon commented that it was hard to engage the handle with the rasp.